Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a type b dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was being performed on a 90% stenosed, 38mm x 3.00mm, concentric, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified left circumflex (lcx). After a guidewire crossed the lesion, predilatation was performed. After predilatation, a 38 x 3.00 promus elite stent was advanced to the target lesion and was deployed. Following stent deployment, a distal edge dissection was noted. A 12mm x 2.75 promus premier select stent was deployed to cover the edge dissection. The procedure was completed and the patient was reported to be stable and responding well to medication.